Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a central venous catheter placement procedure using a power hickman central venous catheter. The 8f catheter was allegedly did not fit through the 8f air guard peel apart sheath. They attempted to use their own sheath, but it still did not fit. It was further reported that the case was delayed, and the patient lost at least 50 ml of blood. A 10f sheath was ultimately used to complete the procedure. However, the current status of the patient is unknown.